Event description:
It was reported that during implant of this right ventricular (rv) lead, a negative current of injury was observed. A lead perforation was suspected. The lead was successfully repositioned prior to pocket closure. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.